Event description:
Prior to a pta treatment procedure, the stent slipped off the balloon. The stent was removed from the package and was laid on the sterile field. The tech was prepping the system for use, and while being flushed with saline, the stent slipped off of the balloon. The stent never came into contact with the patient. Another stent system was used to successfully complete the procedure. No patient injury or complications were reported.